Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose level was 199 mg/dl. Customer reported that they set up to insulin pump to vibrate but it was done the sound specially at night while before low alert. The insulin pump will not be returned for analysis.